Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log file. The provided log file contained data spanning approximately 5 days (28mar2021 ¿ 02apr2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several atypical power cable disconnect alarms ¿ ¿rsoc invalid¿ faults that were not associated with a power source exchange ¿ were observed throughout the data while batteries were in use. The alarms appeared to have been caused by the rsoc briefly dropping below the alarm thresholds, although the overall (bus) voltage remained unaffected. No other notable events were observed. All other log files associated with the event were from system controller (B)(6) and have been addressed via that controller¿s investigation. The returned system controller serial number hsc-(B)(6) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing. All expected alarms were able to be viewed on the alarm history screen. Per the heartmate 3 patient handbook, power cable disconnect alarms will only display on this screen if they last for over 30 seconds as to not potentially interfere with more critical information. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including alarms associated with power cable disconnect conditions. This section also states that power cable disconnect alarms lasting under 30 seconds will not be viewable in the alarm history screen as to not potentially interfere with more critical events. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number hsc-(B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient continued to have alarms on (B)(6) 2021 so the controller was exchanged. On (B)(6) 2021 the patient was having alarms and his clips were inspected for damage. There was no damage noted. Upon inspection of patients equipment, although were was no visible damage, there was a small material, possibly a piece of a plastic bag, 0.5cm in size on patient¿s area of connection of black power cable. The patient was provided a new set of battery clips on (B)(6) 2021. The patient underwent another controller exchange on (B)(6) 2021.

Event description:
It was reported that the patient called the clinic complaining of hearing two beeps and believed that it was a yellow wrench alarm which may have said power disconnect. Upon interrogation of the controller in the clinic there were no events that seemed to explain the alarm. All the patient's connections were secure. The patient had a controller exchange. Upon review of the log file technical services noted connect to power events that were not associated with power source changes. These occurred on (B)(6) 2021 at (B)(4) and again on (B)(6) 2021 at (B)(4). These occurred while using battery power and was always on the black power lead showing as disconnected. The patient continued to have power cable disconnects on (B)(6) 2021.